Event description:
It was reported that 9800md system did not produce a bolus algorithm. It was felt that the system did not stay in the bolus chase profile. It was also noted that there was some question surrounding the images that were displayed. There was also an intermittent issue associated with saving images to the dvd. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive, cine drive and software. The system was tested and found to be working as intended and placed back into service.